Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument staples malformed. Another instrument was used to complete the case. There was no consequence to the patient.